Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is filed under separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the plunger was pushed and removed from the first proglide device, the suture came out, it was thought that a cuff-miss occurred. A second proglide device was attempted at the same 45 degree angle. The device was flushed with saline during prep; however, when the device was inserted, back-flow was not confirmed. The marker tube was flushed; however, the back-flow still was not confirmed. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.